Event description:
This report is based on information provided by philips remote service engineer (rse) and the site biomed has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 defibrillator indicating that internal paddle is defective. The review of service log files found no device errors. The site biomed worked with the philips rse. The internal paddle was found to be malfunctioning. An internal paddle to be ordered to the customer. Based on the information available the cause of the reported problem was the internal paddle. The reported problem confirmed by the biomed engineer. The evaluation determined an internal paddle is needed which once installed by the biomed should return he device to full operation. The investigation concludes that no further action is required at this time. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.